Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that model lap top ventilator 1150 shut down while connected to a patient. It was noted that the unit did make a low powering off sound. The respiratory therapist immediately removed the patient from the unit and provided positive pressure ventilation via manual resuscitator with 100% oxygen. The customer confirmed there was no patient harm associated with the reported event and that the ventilator's "vent inop" alarm activated appropriately.